Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that 2ml lavender top tube is consistently only drawing ~1/3 the amount of blood into the tube. Our phlebotomists are reporting the 2ml lavender top tube is consistently only drawing ~1/3 the amount of blood into the tube. The affected we currently have 14x packs (pack of 100 tubes). We are planning to test our remaining to see if they exhibit the same issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: it was reported that 2ml lavender top tube is consistently only drawing ~1/3 the amount of blood into the tube. Our phlebotomists are reporting the 2ml lavender top tube is consistently only drawing ~1/3 the amount of blood into the tube. The affected we currently have 14x packs (pack of 100 tubes). We are planning to test our remaining to see if they exhibit the same issue.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.